Manufacturer narrative:
A ge representative evaluated the system and replaced the sram memory, sram battery, and the tech processor circuit board. System operates as intended.

Event description:
The customer reported the system displayed a checksum error during boot up. No pt injury was reported.